Event description:
During an atrial fibrillation procedure of the left pulmonary veins, a versacross connect wire was selected for use. During the procedure, it was reported that there was a guidewire visualization issue. The guide wire was not visible during transseptal puncture access of the right atrium while entering the left atrium despite several attempts of creating a field map. The wire reportedly became glitchy and the physician had issues with crossing during the transeptal puncture due to an inability to view the versacross connect wire. Error codes were reported on the opal hdx mapping system. The procedure was completed successfully, and no patient complications were reported. The versacross device is not expected to be returned for analysis.

Manufacturer narrative:
B3: date of event: estimated as the date of event is unknown it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the full product details are unknown, we are unable to provide the unique identifier (UDI) and other specific product information.